Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal three tampons fell apart and later she had tampon pieces coming out of her with some spotting after her period ended. She did not experience any unusual symptoms and did not seek medical attention.